Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not delivering the requested amount of insulin. System check was performed with tandem technical support and verified that the pump was performing as intended. Additionally, there was no alarms that had declared which would suspend pump therapy. The customer acknowledged the information; however, maintained belief that the pump was delivering less insulin that requested. There was no reported impact to the customer's blood glucose level. Additional follow-up attempts were made to perform troubleshooting; however, the customer did not respond.